Event description:
It was reported that the ventilator's screen would fade in and out and the front bezel had cracks. The issue occurred during set up with no delay noted. The customer was provided with part number and price. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. If additional information is later obtained, the complaint will be reopened.